Event description:
The dealer states that he has had multiple veranda chairs that the brakes have broken on and being that we do not offer the brakes as a part and the chair is a k0001 the customer is not able to get another chair for 5 years. (B)(6) states that most of the people are not capable of purchasing a new chair, so they continue to use their chairs without brakes. He states this is a safety issue because we do not offer a replacement wheel lock for these chairs. He did not have a specific incident he just wanted to place a complaint and make us aware of the issue.